Event description:
It was reported that during a breast biopsy, the marker didn't deploy. The site was marked with another one. No consequence occurred.

Manufacturer narrative:
Damaged introducer tube. Evaluation summary: the analysis results of the device found that the instrument was received in good condition and with the marker present. During testing, the firing mechanism the introducer tube stretched and the collagen plug could not be deployed. A corrective action has been initiated to address the root caused of the deployment issues. We have documented the circumstances as they were reported to us. In addition, complaint information is trended on a regular basis to determine if further investigation is warranted. The batch record was reviewed and no anomalies were noted during the manufacturing process.